Event description:
Pt here for marginal previa. Mayo scissors came apart at the connection site and at the same time one of the blades snapped in half, leaving three pieces of metal and a very small screw.